Event description:
In 2009 the patient reported that for the "last month or more" he has had erratic blood glucose readings ranging from "over 400 mg/dl and under 60 mg/dl and everything in between." The patient could not provide specific dates or examples. He said his doctor is aware of these readings and has performed tests on the patient but he has not yet received the results. He has decreased his physical activity during this time and has had to call in sick to work. To troubleshoot, the patient was instructed to check the time and basal rates on his insulin infusion device and he confirmed they were accurate. He stated he reuses the insulin cartridges and he was advised the cartridges are single use only. Troubleshooting did not find any product issues. On follow up with the patient's wife about one week later, she stated the patient has switched to the replacement infusion device and the patient's blood glucose is "getting better." Product was replaced and requested to be returned for evaluation.